Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the sidewall door switch for the imaging system was replaced and adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed an error message that prevented the imaging system from performing image acquisitions. Further troubleshooting found that the pendant of the imaging system displayed a message indicating the gantry door was open on the pendant when the door was closed. There was no patient present when this issue was identified. No additional information was provided.